Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported an infusor pump which was alarming at 0.5 milliliters upon power up in the biomedical service department. This condition was confirmed during device evaluation as a constant alarm received every time pump infused 0.42 - 0.50 milliliters. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "alarming at 0.5 milliliters" was confirmed and reproduced. The root cause was attributed to a damaged magnet on the lead screw assembly. The lead screw assembly was replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.